Event description:
It was reported that the foley catheter balloon inflated asymmetrically at a ratio of 10:0 during a pretest. It was stated that when distilled water was injected, the return was very poor.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter balloon inflated asymmetrically at a ratio of 10:0 during a pretest. It was stated that when distilled water was injected, the return was very poor.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. No root cause could be found because the reported event was unconfirmed. A device history record review was not required as the investigation was unconfirmed. As the reported event was unconfirmed a labeling review was not required. The actual/suspected device was inspected.

Event description:
It was reported that the foley catheter balloon inflated asymmetrically at a ratio of 10:0 during a pretest. It was stated that when distilled water was injected, the return was very poor.